Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4 h3 investigation summary: the product was returned to ethicon for evaluation. Four representative unopened samples were received for analysis. Product code ez10g. The complaint sample was not received for evaluation. The visual assessment of the product noted that the knot was observed positioned correctly and conforming according to the visual standard. In addition, the loop of the suture was observed open. A functional test was performed on the suture, and the knot is closed until the end. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Corrected data: h11 / d4 full UDI.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a suture loop was used. Had a problem with our endoloop I have the packages and the rest of the box to return to the company for them to check. The one stuck while trying to deploy then the loop broke. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information provided: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If possible, can you identify the lot number of the product used? It was mentioned that "the one stuck while trying to deploy then the loop broke. The next one didn't work either". Please confirm what was the issue with the second endoloop? Were there any patient consequences? What is the procedure name and date? Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.